Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the display does not function. Customer stated "got pulse ox out of the box, attached cords and leads and attached to baby's right hand for a test run. Read out said 48 / 49. ..which obviously wasn't correct. Turned unit off and back on, same error. Removed from baby, and turned unit off and back on. The initial display (which should read 888/888) showed that 2 lights are out on the display". No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During testing the unit was able to power on using provided batteries. When powered on some led segments on the upper led digits display do not illuminate. Internal inspection showed the dim display segment measured at 1.6 vdc, fully functional segments measured at 1.6 vdc. The device was reassembled and all leds were illuminating correctly. The system board led segment display d2 has potentially borderline faulty segments. A service history record review reveals that this unit was in the field for over three (3) months with no previous reported issues related to this reported event., corrected data: